Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a weak signal alarm and blank display from the insulin pump. The customer's blood glucose reading was 5 mmol/l. The customer stated that she had two temporary blank screens with the same battery. The customer stated that sunlight might have made the screen appear blank. The customer stated that she was also in the shower and had the pump outside. When the customer returned, the display was off. The customer received failed battery test and battery out limit while clearing the alarm. The customer inserted new aaa alkaline battery and the display returned.